Event description:
The customer reported air bubbles in the reservoir and the tubing. The customer reported noticing the air bubbles after seeing discoloration in the tubing. The customer reported experiencing high blood glucose values, up to 250 mg/dl. The customer reported discarding the infusion set. The customer was advised to discontinue use of the reservoir and to return it for analysis and a replacement. The customer was sent replacement infusion sets. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.